Manufacturer narrative:
The ventilator was inspected on site. It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module reproduced a similar technical error for the turbine module as described in the customer issue. An evaluation of the received device logs could also confirm the event of the technical alarm. It was also found in the device logs that the ventilator failed the pressure transducer test in pre-use check. This failure was reproduced in the lab test and was isolated to the turbine in the turbine module. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm and caused the device to fail pressure transducer test in pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).